Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked from an unspecified location. It was further described as "fluid is dripping from the transfer set". This occurred during fill two of four of pd therapy. The home patient (hp) verified the patient line was connected tightly to the transfer set. Renal therapy services (rts) advised the hp to end the therapy session and contact their pd nurse regarding the issue. Rts assisted the hp in disconnecting and removing the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.